Event description:
It was reported the output of the external pulse generator (epg) was not within the normal range. The epg was returned for repair. No patient complications were reported as a result of this event.

Event description:
It was reported the output of the external pulse generator (epg) was not within the normal range. The epg was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Evaluation summary: the generator was returned and analysis could not confirm the customer comment that output was not within normal range. The device passed all visual incoming tests and final quality assurance (qa) tests and no anomalies were found. (B)(4).